Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-56- user had an inaccurate reference: lab results: the end user is comparing results obtained from trividias's bgm system to the results from the laboratory. Manufacturer unable to confirm time frame when the results were compared. Note: based on the information provided by the reporter only one meter was related to the complaint, however due to unable to determine which meter was involved in the event, manufacturer is reporting the 4 meters and test strips. All products (meters and strips) were investigated. The lot records for hu1198ies were reviewed and there were no ncen's (non-conformances) or CAPA's (corrective actions) associated with this test strip lot. Quality control and quality assurance approved this test strip lot as acceptable. A review of the quality control receiving records for the 4 meters (s/n's (B)(4)) was also performed. There were no ncen's (non-conformances) or CAPA's (corrective actions) associated with these meters lots. Quality control and quality assurance approved these lots as acceptable. Manufacturer tested retained test strips for a lot hu1198ies and product met the specifications. Manufacturer reviewed complaints for lot hu1198ies and other related lots, and no other complaints were received. Manufacturer received the 4 meters and 8 vials of the hu1198ies lot and product was tested and product met specifications, therefore there are no corrective or preventive actions at this time. Product is an gdh-FDA and it is not a clear device within us market. Manufacturer reporting MDR since information meets the definition of a reportable event.

Event description:
The supervisor nurse indicates that patient present clearly symptoms of hypoglycemia. At the hospital they performed blood glucose testing with their glucometers and strips obtaining results of 260mg/dl and 290mg/dl. The blood glucose tests were performed with one meters and two different vials of strips (same lot number). The doctor decide to perform an urgent blood laboratory analysis and administer to the patient 8 units of fast acting insulin while waiting for the laboratory results. When the laboratory results arrived, the blood glucose result was 40mg/dl. The patient had relapsed and then serum was administered via IV glucose upon recovery. Per information provided a total of two readings results are available (260mg/dl - 290mg/dl), however nurse does not remember which device used with this patient, 4 meters were returned for manufacturer evaluation. Information on patient recovery not provided.

Event description:
The supervisor nurse indicates that patient present clearly symptoms of hypoglycemia. At the hospital they performed blood glucose testing with their glucometers and strips obtaining results of 260mg/dl and 290mg/dl. The blood glucose tests were performed with one meters and two different vials of strips (same lot number). The doctor decide to perform an urgent blood laboratory analysis and administer to the patient 8 units of fast acting insulin while waiting for the laboratory results. When the laboratory results arrived, the blood glucose result was 40mg/dl. The patient had relapsed and then serum was administered via IV glucose upon recovery. Per information provided a total of two readings results are available (260mg/dl - 290mg/dl), however nurse does not remember which device used with this patient, 4 meters were returned for manufacturer evaluation. Information on patient recovery not provided.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report#: (B)(4). Distributor: international complaint#: (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-56- user had an inaccurate reference: lab results: the end user is comparing results obtained from trividias's bgm system to the results from the laboratory. Manufacturer unable to confirm time frame when the results were compared. Note: based on the information provided by the reporter only one meter was related to the complaint, however due to unable to determine which meter was involved in the event, manufacturer is reporting the 4 meters and test strips. All products (meters and strips) were investigated. The lot records for hu1198ies were reviewed and there were no ncen's (non-conformances) or CAPA's (corrective actions) associated with this test strip lot. Quality control and quality assurance approved this test strip lot as acceptable. A review of the quality control receiving records for the 4 meters (s/n's: (B)(4) was also performed. There were no ncen's (non-conformances) or CAPA's (corrective actions) associated with these meters lots. Quality control and quality assurance approved these lots as acceptable. Manufacturer tested retained test strips for a lot: hu1198ies and product met the specifications. Manufacturer reviewed complaints for lot: hu1198ies and other related lots, and no other complaints were received. Manufacturer received the 4 meters and 8 vials of the hu1198ies lot and product was tested and product met specifications, therefore there are no corrective or preventive actions at this time. Product is an gdh-FDA and it is not a clear device within us market. Manufacturer reporting MDR since information meets the definition of a reportable event. Device evaluation: additional vial of test strips from same lot number: (hu1198ies) received on 6/26/2018 for evaluation. Test strips and meter evaluated on 6/26/2018 with no defect found.